Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a built-in meter. The customer experienced symptoms described as ¿feeling bad¿, dizziness, and a loss of consciousness. The customer had contact with a healthcare professional who obtained blood glucose of 400 mg/dl and insulin (type/dose unknown) and serum was administered for treatment. A reported post-treatment of 300 mg/dl was obtained on the hcp meter and no further information was reported. There was no report of death or permanent injury associated with this event.